Manufacturer narrative:
(B)(6). The device was returned for service; however did not meeting manufacturing specifications during pre-repair assessment. During repair it was determined that the coupling on the tool side was seized, jammed, heavy moving, control lever for the oscillating mode was stiff and jammed up. It was also noted that the device failed pre-test for check the off/oscillation/on switch mode function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the small battery drive device trigger was hard to switch on and off. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.